Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak complaint is unconfirmed. This is not consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably aneurysm enlargement of 14mm and type 3a endoleak of the bifurcated stent graft and the proximal extension that was not included in the event as reported. The type 3a endoleak was discovered during review of the operative report dated 02/27/2025. Device, user, procedure or anatomy relatedness of complaint could not be determined. No procedure related harms were identified. The final patient status was reported as discharged to be home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, two vela suprarenals and an afx vela infrarenal. Approximately (2) two years post initial procedure, the patient was identified with an endoleak of indeterminate origin. The patient is currently being monitored and awaiting an angiography to determine the issue. This was previously reported under MDR # 2031527-2022-00224. Additional information was received that during routine follow-up on (B)(6)2025 the patient presented with a type 1a endoleak. The physician elected to implant an afx vela suprarenal aortic extension to resolve this event on (B)(6)2025. The patient was reported as stable post secondary procedure.